Event description:
It was reported that (1) hp052 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the luke worked intermittently. Opened another device to complete the case with this handpiece. There was no consequence to pt.